Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer loaded a new cartridge onto the pump, the insulin gauge displayed 0 units. The customer reloaded the same cartridge, and the insulin gauge still displayed 0 units. Reportedly, the customer loaded a new cartridge and the issue was resolved. The customer reported a low blood glucose (bg) level of 32 mg/dl. Reportedly. The cause of the low bg was unknown. The customer drank juice to address low bg level.